Event description:
A malfunction alarm was reported. There was no reported adverse impact on the customer's blood glucose level due to the malfunction. To resolve the issue, technical support arranged to replace the malfunctioning pump with a new one. The customer was instructed to use multiple daily injections as a backup therapy and to send back the defective pump using a pre-paid label.